Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and myocardial infarction occurred. The physician implanted an unk size taxus express2 drug eluting stent in the left anterior descending (lad) without complications. Following surgery, the pt was placed on plavix. The pt discontinued plavix approx three months later, and the pt suffered a late stent thrombosis and myocardial infarction. The pt then continued with plavix until 2006, when he again discontinued with plavix therapy due to a colon resection. Days after discontinuing plavix, the stent again became clotted, and the pt suffered a very late stent thrombosis and myocardial infarction. The pt's physician has placed him on plavix indefinitely. It was also reported that the pt also suffered heart muscle damage, a reduced ejection fraction and other injuries. Further info has been requested, but has not been received regarding this event.